Manufacturer narrative:
Received 1 set of 4 used arcticgel pads with the original unit packaging. During the visual inspection the pads were found to have an adequate trim pattern. The energy connector had a good connection and did not appear to be damaged. A functional evaluation was performed: the pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started to flow to the pads without any problems. Left chest pad: a total of 4.97 l/min m2 of flow rate was registered during the test. Left thigh pad: a total of 3.50 l/min m2 of flow rate was registered during the test. Right chest pad: a total of 1.11 l/min m2 of flow rate was registered during the test due to the pad being crushed. Right thigh pad: a total of 1.91 l/min m2 of flow rate was registered during the test due to the pad being crushed. According to the test method the flow rate did not meet specifications on the right thigh and right chest pads. The other pads were found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: " once the pads are primed, assure the flow rate the IFU baw28-300130-00 rev. 2 was review and found adequate: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the device gave low flow alarms. The pads were changed and the device no longer alarmed.